Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt connector receptacle was broken and pushed into the monitor case. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the electrode belt connector on the monitor was damaged. The pt was issued a replacement monitor.